Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received, "corail loosening. Why unknow infection? Right hip / first implantation (B)(6)2018". The product was not returned to depuy synthes, however photos were provided for review. See attachments "image.jpg" and "img_1631.jpeg" review of the photographic evidence revealed that corail2 lat coxa vara size 11 presents nothing indicative of a device non-conformance. The lateral portion of the stem appears to be fixated to the bone. However, sings of radiolucency can be observed between the medial portion of the shaft and the femur. However, base on the available information the reported loosening cannot be confirmed. A manufacturing record evaluation was performed for the finished device [3l93711 / 5309671] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the corail2 lat coxa vara size 11 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device [3l93711 / 5309671] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
Corail loosening, unknown infection. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any surgical delay related to the event? No. B. What is the loosening interface? Bone prothesis. C. Was there any infection? Epidermis germe & pneumonie. D. Clarify what implant(s) were revised? All cup & stem. D. Please confirm if there was an infection. The event description is unclear. Skin germs only.